Manufacturer narrative:
Corrected information was provided in b2 (is required intervention). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was unable to be determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details. The cause of the deliver issue was determined to be patient condition as the patient had dilated aortic arch, bioprosthetic aortic valve preventing successful delivery of impella.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the right femoral artery in a 78-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-high-risk percutaneous coronary intervention (pci). During the procedure, the physician had difficulty crossing the aortic valve with multiple attempts with different guidewires, but was eventually able to cross. The impella was in good position and with flows of 3.7l/min. The pci was performed. The physician attempted to advance a swanz-ganz catheter via the right femoral vein. While positioning the catheter, the physician accidentally pulled the impella catheter back across the aortic valve, and was unable to readvance the catheter. The impella catheter was removed. The physician flushed the catheter, and attempted to reinsert the impella, but had the same difficulty as the first time. While the physician was attempting to reinsert the catheter, the patient became hypotensive, then had bradycardia, followed by loss of pulse. Cardiopulmonary resuscitation (CPR) was initiated. After one round of CPR, return of spontaneous circulation (rosc) was obtained. The physician aborted the impella insertion attempt and decided to place an intra-aortic balloon pump (iabp). The post-procedure outcome is survived at explant. It was noted that the patient had a dilated aortic arch and a bioprosthetic aortic valve. These anatomical obstacles can impede impella placement and cause difficult passage. The cardiac arrest was most likely attributed to the patient's underlying critical condition as they presented in scai stage e shock, and in acute myocardial infarction complicated by cardiogenic shock.